Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported experiencing toxic anterior segment syndrome / non-infectious endophthalmitis as a reaction to the viscoelastic material used during phacoemulsification surgery. Medical records provided by the consumer indicated that the same event was experienced by two additional patients who underwent phacoemulsification surgery at the same facility. This is one of three reports being filed for this facility. This report is for the second of the two additional patients. The alcon reference numbers are (B)(4).